Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the user¿s settings were used to perform an ezcarb bolus with the following settings: 42 carbs, I:c ratio 1unit:30 grams. The pump correctly calculated a 1.40 unit bolus and successfully performed a 10 unit audio bolus and 10 unit normal bolus. Both were accurately recorded in the pump history. During testing, there were no hypersensitive keys observed on keypad. The complaint of inaccurate calculation of recommended bolus amounts was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the pump was not calculating the recommended bolus amount correctly on the first attempt. The reporter noted that on (B)(6) the ic ratio was 1u: 30g, the patient consumed 42 g and the pump allegedly recommended 2.26 units of insulin rather than the correct amount of 1.3u. The reporter would cancel the calculation and re-calculate to receive the 1.3u recommendation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.